Event description:
It was reported that the user experienced a hypoglycemic event after dinner when ilet displayed approximately 70 mg/dl with a downward trend; the user initially ignored alerts believed to indicate hyperglycemia, later treated with oral glucose including candy, a cookie, and jelly, and ems recorded blood glucose near 61 mg/dl with elevated blood pressure leading to hospital admission; device data showed gaps in cgm readings with freestyle libre 3 errors and run mode suspended alerts, and the specific device component involved could not be identified due to insufficient information. Symptoms included hypoglycemia and lethargy. Outcomes included insufficient information to determine clinical impact. Investigation included communication and interviews and analysis of information provided by the user and third parties. Investigation of this case revealed no findings available, and there was insufficient information regarding a medical device problem or a specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.